Manufacturer narrative:
No parts have been received by the manufacturer for evaluation as the site declined to replace the instrument.

Event description:
Medtronic received information regarding a navigation system being used during a mast/perc spinal fusion. It was reported that intra-operatively, while setting up equipment. The tall hex screw spinous process clamp would close when the clamp was held in the air, but not when positioned around a spinous process. Surgery was completed using the navigation system and a different set of spinous process clamps. Surgical time was extended by less than one hour and there was no reported patient impact.